Event description:
Reportedly, the surgeon attempted to resect a large abscess from the appendix and the instrument was not fired properly. The surgoen simultaneously moved the instrument from the surgical site as the instrument's handles were actuated. Therefore, the staples were not applied to the tissue. The surgeon then decided to convert the procedure into a laparotomy to complete the case without further incident. Procedure. Appendectomy. Patient status: no patient injury reported.